Manufacturer narrative:
(B)(4).

Event description:
The foreign distributor ((B)(6)) reported a leakage issue with the mps disposable delivery set from their customer. The hospital reported blood leaking from the joint between the bottom of the heat exchanged and the fluid cassettes. It was reported that the disposable set was used fro the entire procedure with no impact to the patient. The device was not returned to the manufacturer for analysis. The device lot number was not recorded by the customer and is unknown.